Manufacturer narrative:
(B)(6).the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pressure readings obtained from the fiber optic sensor were different from those obtained using the transducer. The patient was transferred to another facility where it was confirmed that the fiber optic sensor pressure readings were obtained without issue. The customer believed the abnormal readings were reflecting the augmentation pressure. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear seal of the balloon. The pressure tubing was also returned. A kink was found on the catheter tubing approximately 37.3cm from the iab tip. Additionally a second kink was found on the catheter tubing near the y-fitting approximately 73.7cm from the iab tip. The inner lumen was occluded. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).